Event description:
In 2009, the sales representative reported that during a revision surgery the surgeon was removing closure tops, when the prongs broke off of the driver. The sales representative had also reported that during the original case on, surgeon had to really torque down to break off closure tops; closure tops ended up being counter sunk too far. The surgeon did a lateral mass fusion and added bone instead of extending the fusion as planned. There was a 20 minute surgical delay. Additional information received on 13 oct 2009, the sales representative reported that during a revision surgery for pain. When the surgeon opened the patient, it was noticed that the screw had broken through the pedicle. The surgeon had a hard time explanting the construct. One of the drivers one of the prongs broke into the screw head. The pieces did not fall into the wound since it stayed in the screw head, and the surgeon explanted the screw. The second screwdriver was stripped from attempting to explant the closure tops. The original surgery was the month prior event, a 2 level construct. It was difficult to explant the rod and screw. The surgeon had to cut the rod with a saw in order to explant the rod and screws on one side. The other side of the construct was left in the patient since it was too difficult to explant. The screws that were explanted will not be returned since the hospital policy is to keep them. The surgeon was attempting to extend the construct to a 3 level, but was not able to since he could not explant the one side of the construct. The sales representative reported that during the original case the closure tops were over torqued far down into the tulip head, and they looked sunken in and not flush with the tulip head. Sales rep reported that he will send some pictures of the construct.

Manufacturer narrative:
No device will be returned. This medwatch was implemented to report an adverse event. A review of the device history record is not possible as the implants were not returned. The revision surgery was performed due to pain from implants. The product label warns that construct pain is possible.